Event description:
It was reported that during multiple ultrasound guided breast biopsy procedures, prior to obtaining any tissue samples, the device was not able to lock into the primed position on the second rotation. A rattling noise was also reported coming from inside the device. A coaxial was used during each of the procedures. Another device was used in order to complete the procedures. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the device was not returned for eval. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.